Event description:
A remstar auto a- flex device was returned to a third party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed blower foam degradation inside the blower kit. Additionally, device has dust fail contamination and has a presence of error code e7 (err_software), e24(err_motor_speed_reverse), e53 (err_comp_log_sem_timeout), e55 (err_therapy_queue_full), e63 (err_stuck_knob_key), and e120 (err_thermistor_high). The device was routed as scrapped. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.